Manufacturer narrative:
The report event of lead issue was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
B3: date of event is estimated. D6a-date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient experienced ineffective therapy. Lead fracture was confirmed via x-ray. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.